Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "edema, upper and lower inflammatory process, and hardening of the lips," and "hard nodulations without inflammation data¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported edema, upper and lower inflammatory process, and hardening of the lips after injection with juvéderm® volift¿ with lidocaine in the upper and lower lips (0.5ml each lip). Symptoms of ¿hard nodulations without inflammation data¿ began ¿the following week¿ after injection. Xiloma was given prior to injection. Patient was treated with intramuscular celestone and an injectable triamcinolone in the upper and lower lips. ¿most¿ of the symptoms have resolved, though not completely at this time.

Event description:
Further follow up with the healthcare professional revealed "the symptoms have been partially solved "xq" [as reported] as small palpable granulomas have remained."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.